Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 10/29/2014. Exemption number:(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). Bard¿s tracking number: (B)(4).

Event description:
Of facts what was the indication for implantation of transvaginal mesh in this patient? Cystocele, uterovaginal prolapse, stress urinary incontinence, urinary frequency, urgency what were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2007 - underwent anterior colporrhaphy with vaginal colpopexy and insertion of mesh using an anterior avaulta kit, a bard retropubic mid urethral sling placement, cystourethroscopy complications post avaulta and uretex implantation: (B)(6) 2007 - status post urethral sling - nable to take detrol and enablex - recommended physical therapy (pt) (reports are unavailable) (interim medical records during (B)(6) 2007-(B)(6) 2008 are unavailable for review). (B)(6) 2008 - complains of vaginal dryness and orgasm - enterocele. (B)(6) 2009 - complains of urgency - detrol refilled. (B)(6) 2009 - urgency improved with detrol but has mouth dryness and blurry vision, &#63489;trophic vagina, enterocele present - urinalysis: positive for blood, leukocytes, bacteria and squamous epithelial cells - urine culture: positive for klebsiella pneumoniae (further medical records are unavailable for review). Following mesh revision did the patient present with serious complications, which required additional surgeries? No. Per the data based on the available medical records, we do not have any evidence for mesh revision surgery.

Event description:
Procedure: stress ui /pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).